Event description:
Customer reported a heat and electrical issue with their insulin pump and charging supplies, which caused the pump to overheat and become hot to touch. Customer's blood glucose level was not known. Customer reverted to manual injections for insulin therapy.